Manufacturer narrative:
Non-healthcare professional product event summary: the flexcath sheath 4fc12 with lot number 96608 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 2.6855 inches from the tip. Both the sheath distal tip and dilator tip were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the sheath¿s shaft. The sheath tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. Functional testing of the sheath showed that the deflection worked as per specification. Functional testing indicated the reported problem with the sheath was not reproducible and deflection worked as per specification. Dissection did not show any breakage of the pull wire. In conclusion, the deflection issue was not confirmed but the sheath failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the deflection mechanism of the sheath was not working properly. The case was completed with radiofrequency. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.